Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the user experienced repeated alert 38 motor stall alarms on the ilet while at work, with three restart attempts unsuccessful and battery above 50%; blood glucose was 101, the user uses a cd infusion set, and a later guided dry run followed by a full supply change resolved the issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user during guided troubleshooting. Investigation of this case revealed a mechanical problem consistent with a stalled motor, and a mechanical problem was identified through troubleshooting steps that included disconnection and a successful supply change. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.